Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked and the screens cannot be read/maneuver safely. The reporter noted that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/21/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2015 with the following findings: on investigation, the alleged damaged display issue was verified. The display screen was found to have cracked. The pump powered up with auditory and vibratory features. The remaining testing was not performed as a result of the cracked display screen. A clear and legible display was restored when the damaged pump screen was replaced with a test screen. Unrelated to the complaint, battery compartment cracks were found on the side of the compartment in the threads area going downward and below the grip pad at the case seal.